Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had motor error and no delivery alarm. The customer¿s blood glucose level was 487 mg/dl. The customer¿s current blood glucose value was 160 mg/dl. Customer reported the drive support cap appears normal. Customer did not report an motor position encoder error alarm. The insulin pump will be returned for analysis.